Event description:
Developed 2 stitch abcesses after surgery. Purchased kroger "advanced antibacterial" bandages to apply to treat abcesses. Was instructed to change bandaids 3 times per day. (Care provider did not know was using this type of bandage). Only applying vinegar/saline to abcesses. The 2 sites got worse and worse and more painful. Because believed was infection, did not suspect or stop using bandages. Pain and redness became unbearable on one site. (Other site cleared up) only happened to read box with small white warning: do not use longer than one week. Stopped using the bandages. Pain let up immediately. Has taken days for the redness to clear. Noticed first site has bandage shaped burns across skin. Other site (slower to heal) is still lumpy, red and tender days after stopping using bandages. Looks horrific, any way active ingredient is benzalkonium chloride 0.1%. Had actively burned, possibly permanently scarred my skin, and was difficult to tell pain/redness from the medicine from the underlying infection. Still have sensitive skin days after discontinuing use. My takeaway is that people may not realize they are allergic/sensitive to the bandages and may continue use to their detriment. Or what if these were continuously applied to a child? Again, remains to be seen if I have permanent burns. I sure had a lot of pain and the bandages were not my first thought. But stopping use sure helped. Is the product over-the-counter? Yes; did the problem return if the person started taking our using the product? Doesn't apply. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018.